Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. One of the magnetic sensors read as an open circuit during electrical testing, consistent with the reported event. Further investigation revealed the gap between the gray tubing and the collet was under specifications and the sensor wire 1 was fractured within the 10-pin connector due to the gap being too small, consistent with the open circuit detected. This was determined to be manufacturing related. The reported issue will continue to be monitored for trends.

Event description:
During a paroxysmal supraventricular tachycardia procedure, there was a delay due to a catheter magnetic sensor issue. The catheter was inserted into the heart and connected to the tactisys and ensite. However, the catheter was not displayed on the navigation screen, the se indicator turned red, and an error message stating "catheter in port has a magnetic sensor issue." Was displayed. The cable was reconnected and the ensite was restarted with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.